Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial bunion procedure? What date did you initially experience symptoms? What date was your last follow up with your surgeon regarding your symptoms? What was your surgeon opinion of your symptoms? Can you provide the or report regarding the placement of the sutures? What is your age, weight and medical/ surgical history? Do you have any suture to return for evaluation? What is the name of your surgeon and contact information? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact the surgeon for more clinical information to be used for a product quality complaint investigation? If so, please sign the attached form and provide your surgeon contact information.

Event description:
It was reported by the patient that she underwent a bunion procedure on (B)(6)2015 and suture was used to secure the wound at the bone. Shortly after the procedure, a different suture that was used superficially in the initial procedure, was removed and the wound dehisced after that suture was removed. The wound took 6 months to totally self-heal. The patient had to visit a wound care specialists 12 to 15 times over the course of three months to help that wound heal. The patient stated that the wound care specialist told her that her body was rejecting the suture that was used to secure the wound at the bone. Additional information has been requested.